Manufacturer narrative:
The reported event of failure to remove the setscrew from the header was confirmed. The device was in backup operation upon receipt due to cold temperature exposure after explant. Visual inspection revealed the header was broken off from the device can and leads were not returned for analysis. The broken header is consistent with damage from the explant procedure. The ventricular setscrew was shown to have dried, calcified blood within the inset and the stripped screw was consistent with not being fully inserted with the torque wrench to loosen the set screw. Further analysis performed after installing the new battery showed normal device characteristics. The original battery was depleted to end-of-life (eol) level. A longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.

Event description:
During a routine device replacement procedure due to normal eri, the lead was unable to removed from the device header. The lead was cut and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.